Manufacturer narrative:
Film evaluation summary: the reported stent graft infolding and suprarenal stent entanglement were confirmed. However, the exact cause could not be determined from the films provided. Review of pre-implant CT¿s revealed that the proximal neck flow lumen diameter ranged from 25 ¿ 27 ¿ 24mm along a 30mm length, and the infrarenal neck angulation measured ~50 deg a-p x 45 deg lt-rt. The aneurysm sac contained significant thrombus at 20 ¿ 30mm average flow lumen diameter. Review of angiograms during implant revealed that the aortic neck flow lumen profile was irregular in shape, with outpouching seen along the left side near the bottom of the neck. The approximate neck flow lumen diameter measured ~27mm just below the renals, 20mm lower bulged out to 30mm, and near the bottom of the neck narrowed down to ~23mm. Prior to deployment no obvious stent graft issues were observed and no stent graft issues post-deployment were seen; however, only the limbs were initially visible and images during deployment of the bifurcate aortic body and suprarenal stents were not seen in the returned images. Following implant of a right limb extension & contra limb on the left and ballooning within the devices, six (6) endoanchors were seen having been implanted into the proximal section of the bifurcate/aorta. Angio injection from above the renals found no obvious endoleak. However, several of the bifurcate aortic body stents appeared malformed/asymmetrical along the longitudinal axis indicating potential radial infolding. In addition, two (2) of the suprarenal stent proximal apices appeared to have entangled on the left side. The devices were patent with no obvious flow issues seen within the bifurcate or limbs. CT¿s returned from 3 months post-implant revealed that the bifurcate aortic body had infolded along the left-lateral side from the top of the fabric down to the level of the flow divider. The maximum amount of radial infolding measured ~15mm, and suprarenal stent entanglement was also confirmed at the two proximal apices which had deployed aligned with the infolding along the left-lateral side. The suprarenal stents, including the 2 that were entangled, all appeared well apposed to the aortic wall, and no clear proximal type I endoleak was seen. The stent graft od near the level of the start of the infolding was 29mm, 10mm lower was 27mm, and just above the start of the aaa sac measured ~26mm in diameter. The devices were patent with no visible thrombus observed within the limbs or distal to the devices. The maximum diameter aaa measured 93mm with no contrast observed within the sac. The exact cause of the infolding in unclear. Images during deployment of the bifurcate aortic body and suprarenal stents were not seen in the returned images. It is possible that bifurcate oversizing from implanting a 36mm diameter bifurcate into a proximal neck flow lumen which had an irregular shaped profile ranging from 24 ¿ 27mm in diameter, may have led to the infolding which most likely initially occurred during implant. Since the location of the suprarenal stent entanglement was at the same radial location as the infolding, it is also possible that the infolding contributed to the stent entanglement. The entangled stents also would not have allowed the infolding to potentially resolve following ballooning within the bifurcate. It is also possible that this infolding may have been a potentially contributor to the deployment issues and observed damage reported during implant of the endoanchors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: sa-85, serial/lot #: (B)(4), ubd: unknown, UDI# unknown; product ID: hg-16-62-28, serial/lot #: (B)(4), ubd: unknown, UDI# unknown; product ID: hg-16-62-28, serial/lot #: (B)(4), ubd: unknown, UDI# unknown; if information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 90mm abdominal aortic aneurysm. Heli-fx endoanchors were deployed prophylactically during the index procedure. The proximal aortic neck measured 27mm and 15mm in length. A reliant balloon was also used during the index procedure. It was reported that approximately 3 months later, follow up CT identified an unusual fold in the proximal main body. It appears on imaging as if 2 of the supra renal stents have hooked together and pulled the fabric to cause a substantial infold, with an invagination along its longitudinal axis. There is no loss of seal and the graft is patent. Per the physician the cause of the event is undetermined but did state that during the index procedure when deploying the endoanchors on one plane there was issues noted with damage to 2 of the heli-fx guides during endoanchor deployment after use in this procedure. It was also reported that additional review of the 2d images from the index procedure showed that the infolding was also present at the time of the index procedure. No additional clinical sequelae were reported and the patient will be monitored.